Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 36 indicating an invalid hall sensor state, persisted after multiple restarts, and a replacement device was provided; the user was instructed on shutdown, data sync to the mobile app, expected return process, and that startup on the replacement would be required, while blood glucose was unaffected and the user continued cgm use. Symptoms included no adverse clinical effects. Outcomes included no impact on blood glucose control, no medical intervention, and no hospitalization. Investigation included internal review of device alert history and return logistics tracking. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.